Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: the returned torque limiting handle (03.620.061, 6556514-23), thoracic pedicle probe (03.622.005, 9968791), standard t25 stardrive shaft (03.632.002, h165432), and long t25 stardrive shaft (03.632.072, 9958056) are included in the matrix spine system ((B)(4)). The ratchet mechanism of the returned handle was functionally tested and its complaint condition was unconfirmed since it was able to maintain its ratchet position, which eliminated the need for further investigation regarding its complaint condition. The distal tip of the probe was found to be bent, which confirmed its complaint condition and made further replication inapplicable. Both returned shafts exhibited wear and minor gouging at its distal stardrive tips, which confirmed their complaint condition and made further replication inapplicable. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. Based on the available information, it is not possible to determine a definitive root cause for the complaint conditions. The complaint condition for the returned handle was unconfirmed after functional testing. Based on the damage noticed on the returned probe, it is possible that while using the probe to perforate a cortex, the user leveraged the probe while in a pedicle, which could have contributed to the complaint condition. Rough handling during use and/or processing could have also contributed to the complaint condition. If the returned shafts did not have their distal stardrive tips fully inserted into screw recesses during use, it could have contributed to their complaint conditions, in addition to rough handling during use and/or processing. Although the tip was damaged due to post market use, based on the measurements taken there is no reason to believe that the complaint condition occurred due to a design or manufacturing related issue. Measurement of the shaft stardrive tips was not possible due to the reported tip damage. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record (DHR) review was performed for part number: 03.632.002, synthes lot number: h165432, supplier lot number: na: release to warehouse date: 09-jan-2016, manufactured by: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a lumbar fusion on (B)(6) 2017, at the beginning of the case, it was noticed that three screwdrivers; short and long t25 screwdriver shafts, and sport grip t25 stardrive screwdriver shaft were stripped at the distal end. Additionally, a pedicle probe thoracic was curved in the other direction that it is supposed to be curved. These instruments were not used by the surgeon as other instruments were available for his usage. These instruments were therefore not used on the patient. Lastly, when final tightening was performed, the torque limiting handle had difficulty maintaining its ratchet position. Despite this fact, the surgeon was able to perform final tightening. No delay in surgery was reported. This report is for one (1) t25 stardrive shaft f/matrix standard. This is report 2 of 3 for complaint (B)(4).